Manufacturer narrative:
Method: risk assessment; results: visual, dimensional and functional analysis could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: the definitive root cause of the event cannot be determined from the given information.

Event description:
It was reported that; 8.5 screw splayed open during final tightening

Event description:
It was reported that; 8.5 screw splayed open during final tightening.